Event description:
I have had 3 CPAP maxine's from philips. The first one was recalled. Months later I received the dream station 2. It over heated. The water was causing it to smell. Called philips and reported it. They put me through many tests of this machine. After several phone calls they finally agreed to send me a replacement. I received the next machine and this one is also overheating or not working at all. This could be a dangerous hazard. I turned off all the settings which is very uncomfortable. Humidifier is off which and heated tubing is not working. This needs to be reported. This is ineffective and dangerous products. This needs to be stopped. Reference report #mw5150400, #mw5150401.